Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, as reported, a ring of calcium in the aorta at the stj is a likely contributing factor for the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our european affiliates, bav was performed using a 25mm edwards balloon and a 29mm sapien 3 valve was deployed successfully. At this point, blood was noticed in the inflation device and it was realized that the delivery system balloon had burst at the end of valve deployment. The valve was fully deployed in the correct position and there was no harm to the patient. The balloon burst was attributed to a ring of calcium in the aorta at the stj. The patient has moderate stj calcification and moderate native annular calcification.